Manufacturer narrative:
The reported failure of active exhalation proportional valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. There was no report of patient harm or injury. The device was evaluated at a third-party service center. During the evaluation, the device failed the active exhalation proportional valve test. The device's active exhalation control module (aecm) was replaced to address the issue. In addition, unrelated to the reportable malfunction, the power cord clamp was missing, and the label needed to be replaced due to unacceptable revision. Following the repair, the device passed all testing.